Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: low dose slow and ultraslow thrombolytic therapy for patients with prosthetic valve thrombosis: a pharmacist-led protocol experience from a middle eastern quaternary care center b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "low dose slow and ultraslow thrombolytic therapy for patients with prosthetic valve thrombosis: a pharmacist-led protocol experience from a middle eastern quaternary care center", was reviewed. This research article is a retrospective single-center experience to evaluate real-world clinical outcomes using low-dose alteplase regimens administered according to a pharmacist-led institutional protocol. The devices included in the study were st. Jude mechanical valves and on x mechanical valve. The article concluded that systemic thrombolysis using either the slow or ultraslow infusion is safe and feasible as a first-line therapy with favorable clinical outcomes. [The primary author was ziad sadik, department of pharmacy services, cleveland clinic abu dhabi, abu dhabi, united arab emirates.] [The secondary and corresponding author was bassam atallah, clinical affairs, college of pharmacy, dubai medical university, dubai, united arab emirates, with corresponding e-mail: bassam.atallah@dmu.ae.]. This study included patients presenting with heart failure symptoms and confirmed prosthetic valve thrombosis (pvt) from (B)(6) 2018 to (B)(6) 2024. A total of 12 patients were included in the study, of which 83.3% (10) received an abbott device. The average age was 47.8 years. The majority gender was male. Comorbidities included diabetes mellitus coronary artery disease, hypertension, dyslipidemia, atrial fibrillation, and congestive heart failure.